Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged the pump had no power and there was moisture behind the display lens. The reporter denied damage to the pump and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 02-apr-2019 with the following findings: review of the black box data revealed records of the pump rebooting. The pump and the battery cap were intact and without damage. The returned battery cap secured properly to the pump. The pump powered on normally and was exercised for 12 hours without any power issue occurring. Moisture was confirmed to be present in the display. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Leak testing revealed moisture ingress into the pump at the site of the crack. Moisture damage was found inside the pump on the printed circuit board.